Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was having difficulty charging the ipg as it had gone transverse. The patient underwent a pocket revision and ipg replacement procedure. The patient was doing well postoperatively.